Manufacturer narrative:
It was reported that clinical study patient had elevated ion levels diagnosed. No revision surgery has been scheduled nor performed to the patient. All of the implanted devices were used in treatment. As of today, additional information has been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. DHR task closed as reasonable effort to obtain a lot/batch/serial number have not been successful. Should the lot/batch/serial number become available at a later date then the DHR task will be re-opened and completed. As no device batch numbers were provided for investigation, complaint history task and manufacturing record review could not be performed. If more information is received, this investigation will be reopened. No revision has been scheduled for this patient. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a patient had elevated ion levels diagnosed on (B)(6) 2014. No revision surgery has been scheduled nor performed to the patient. The patient last test results on (B)(6) 2019 showed a decrease of the ion levels.